Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee). Groin access obtained, transseptal puncture (tsp) performed, a watchman double curve access system (was) inserted, angiogram performed via pigtail catheter, and a 35mm watchman flx pro closure device and delivery system (wds) was inserted and deployed at the laa. The wds was repositioned multiple times to optimize position. During the procedure, the activated clotting time (act) resulted at 124 seconds. Given this number, the physician and staff confirmed with the anesthesia provider that he had in fact given the heparin as advised, but it was noted that it was not given so heparin was administered at that time. The remainder of the case, the act was around 250 seconds. After the wds was deployed in its final position and the closure device released, a thrombus was immediately observed attached to the threaded insert. In the physician's opinion, the thrombus formation was likely a result of the heparin not being given at the correct time during the procedure. There were no patient complications. The procedure was concluded.

Manufacturer narrative:
B5: information added. H6 impact code changed from no health consequences or impact to medication required and additional device required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee). Groin access obtained, transseptal puncture (tsp) performed, a watchman double curve access system (was) inserted, angiogram performed via pigtail catheter, and a 35mm watchman flx pro closure device and delivery system (wds) was inserted and deployed at the laa. The wds was repositioned multiple times to optimize position. During the procedure, the activated clotting time (act) resulted at 124 seconds. Given this number, the physician and staff confirmed with the anesthesia provider that he had in fact given the heparin as advised, but it was noted that it was not given so heparin was administered at that time. The remainder of the case, the act was around 250 seconds. After the wds was deployed in its final position and the closure device released, a thrombus was immediately observed attached to the threaded insert. In the physician's opinion, the thrombus formation was likely a result of the heparin not being given at the correct time during the procedure. There were no patient complications. The procedure was concluded. It was further reported the interventions performed in response to the thrombus was to administer heparin and attempt to aspirate thrombus through the was. The thrombus was mobile, and biased towards the mitral valve area (mva), and the closure device was slightly tilted towards the mitral. The patient is discharged.